Event description:
It was reported that the day after a right atrial (ra) lead implant, the lead was found to have dislodged due to the patient's myocardial tissue. There was difficulty repositioning the lead, and as such, the lead was explanted. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.